Event description:
A hospital in (B)(6) reported via our distributor that while replacing an rt340 adult breathing circuit with a new one the ventilator alarmed and they found a hole in the expiratory limb of the new rt340 circuit. The patient was bagged by the nurse while the circuit was replaced. The hospital reported that there was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint device was received at fisher & paykel healthcare (fph) and was visually inspected for damage. Results: visual inspection of the evaqua expiratory limb revealed a hole about 40cm from the proximal connector. A lot check revealed no other complaints for the lot number provided. Conclusion: we were unable to determine how the expiratory limb came to be damaged, but based on our visual inspection the limb appeared to have been punctured by a blunt object. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. In addition, tube weighing and bond strength testing are performed every 15 minutes. Any breathing circuit which fails any of these tests is discarded. This suggests that the subject breathing circuits were damaged after they were released for distribution. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing can be susceptible to damage when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; -set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.